Manufacturer narrative:
The product was installed at the user site 01/04/2013. There have been no clinical complaints from the user site regarding this specific serial number since that time. The product device history record and svc history was reviewed 09/27/2013 with no issues found. A candela field svc engineer inspected the unit and handpiece. The customer reported that a handpiece felt hot prior to the window shattering. A candela clinical mgr also explained to the customer that if the windows are not kept clean, the beam is unable to transmit, which can also heat up the handpiece and may cause the window to shatter. Candela instructs users through training and provides labeling to emphasize the importance of inspecting and cleaning the window frequently so debris does not get burned onto the window surface.

Event description:
A site reported that during a laser hair removal treatment, the window in the handpiece shattered and the pt sustained scratches on the treated area as a result of the shattered window.